Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg battery was depleted. After the ipg battery was recovered, it was determined that the ipg was running the service application software, which caused the battery depletion due to a higher current consumption while in this state. This condition is consistent with electrocautery use during surgery. Per event details, the ipg became inoperable following lead replacement surgery. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery.

Event description:
It was reported that during surgical intervention to treat lead migration (related manufacturer reference number: 3006705815-2024-04621, 3006705815-2024-04622) wherein the device was placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting was unable to resolve the issue. As surgery was still ongoing, the physician opted to replace the ipg during the same surgical intervention on (B)(6) 2024. The patient's therapy was restored.